Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that the clip arms were bent towards the inside. No other problems with the device were noted. Functional inspection was performed, and it was observed that the clip assembly was able to perform the first activation and release the clip assembly. Additionally, the handle can be actuated smoothly. The reported event of clip could not be deployed was not confirmed. This is likely due to procedural factors and handling manipulation such as the customer trying to reach the end of the scope to use the clip according to the faced needs, and slightly opened the clip arms inside the scope, and due to the force applied in order to advance the clip, this caused the clip arms to bend towards the inside. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be fully deployed for closure. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 25, 2023: it was clarified that the clip could not be fully opened, thus the reason why it would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be fully deployed for closure. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.